Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump and was not receiving any insulin. The customer was hospitalized on (B)(6) 2015 due to not receiving insulin and high blood glucose. The customer's blood glucose at the time of the incident was 546 mg/dl. The customer, prior to the hospitalization, was puking and his blood glucose would not lower despite receiving insulin. The customer's mother declined troubleshooting for the high blood glucose and no delivery alarm. Nothing further reported.